Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer¿s final investigation. Corrected data: b5,g2. Additional data:h4. The legal manufacturer reviewed the customer responses to questions on cleaning disinfection and sterilization (cds) processes. The user specified that they use simethicone for patients via the auxiliary water channel. The instructions for use (IFU) specify nothing but sterile water should be used. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over three years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established for the reportable events and the foreign material could not be identified. The white foreign material in the auxiliary channel might have been simethicone. For the g-washer identified in control unit, the most likely cause for the reported event is the event occurred during previous repair. However, this could not be confirmed. For the foreign material in the channel/auxiliary tube, the most likely cause was device handling by user. The foreign material related event can be detected/prevented by following the applicable chapters in the instructions for use: operation manual_ insertion_ air/water feeding and suction_ auxiliary water feeding warning: nothing other than sterile water should be used for auxiliary water feeding. No additives should be put into the sterile water. Non-sterile water may cause patient cross-contamination and/or infection. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation that the colonovideoscope exhibited foreign material within the jet tube and channel tube and there was a loose g-washer within the control unit grip. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device evaluation that the colonovideoscope exhibited foreign objects within the jet tube and channel tube. There were no reports of patient involvement.